Event description:
It was reported that this rv lead exhibited intermittent high out of range shock impedances. There was no evidence of noise and the patient is not pacemaker dependent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)